Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarms of unexpected restart, no delivery and was damaged. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer treated with the insulin pump. The customer reported the alarms along with blank spots and vertical lines on the lcd screen. The customer did troubleshoot the issues. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.